Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned.

Event description:
It was reported by a staff member at an allergy clinic that several patients have been referred to the clinic due to possible allergic reactions to joint implants and rejection to implants by patients. The reporter indicated that various patients have received implants from different manufacturers. Specific patient and product information was not provided.